Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited position/placement difficulty low sensing and no capture. It was also reported that the right atrial (ra) lead exhibited placement/positioning difficulty and the ra lead was noted to be sensing r waves and was situated in the right ventricle. It was during this period that the patient experienced a drop in blood pressure. Both the ra lead and the rv lead were successfully implanted. An echo was performed post-operatively and effusion and perforation was found. It is unsure whether it was due to rv lead or ra lead implant. The ipg system remains in use. No further patient complications have been reported as a result of this event. Handling/use lead known inherent risk of device positioning problem failure to capture decreased sensitivity adverse event without identified device or use problem device not accessible for testing vessels, perforation of pericardial effusion no findings available pacing, capture, threshold not as expected perforation/dissection undersensing perforation of vessels pericardial effusion serious injury/ illness/ impairment hospitalization or prolonged hospitalization device deployer lead conductor leads/accessories lead handling and use positioning / placement leads/accessories perforation/dissection leads/accessories diminished sensing atrial leads/accessories pace cap/thresh rv no capture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.